Manufacturer narrative:
Broken blade. Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure". Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated.

Event description:
It was reported that the device was used during a laparoscopic myomectomy, the tip of the curved blade broke off during the operation. Fifteen minutes was spent retrieving the tip. The procedure was completed laparoscopically without incident. No patient consequence.